Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('coils were removed'), hysterectomy ('hysterectomy'), chest pain ('chest pain all the time') and back pain ('pain in upper back between the shoulders') in a female patient who had essure inserted. The patient's medical history included heart attack (went to having an EKG to CT scan blood work ups, stress test) in 2011. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and hysterectomy (seriousness criteria medically significant and intervention required) and experienced chest pain (seriousness criterion medically significant) and back pain (seriousness criterion medically significant). Essure was removed. At the time of the report, the medical device removal, hysterectomy, chest pain and back pain had resolved. The reporter considered back pain, chest pain, hysterectomy and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('coils were removed'), hysterectomy ('hysterectomy'), chest pain ('chest pain all the time') and back pain ('pain in upper back between the shoulders') in a female patient who had essure inserted. The patient's medical history included heart attack (went to having an EKG to CT scan blood work ups, stress test) in 2011. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and hysterectomy (seriousness criteria medically significant and intervention required) and experienced chest pain (seriousness criterion medically significant) and back pain (seriousness criterion medically significant). Essure was removed. At the time of the report, the medical device removal, hysterectomy, chest pain and back pain had resolved. The reporter considered back pain, chest pain, hysterectomy and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: back pain, chest pain, hysterectomy and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.